Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 557mg/dl. It was stated that the event leading to his admission was vomiting. Troubleshooting was performed. Reviewed the alarm history and found multiple no delivery alarms. The programming, time, and date were correct. Ran a fixed prime test and passed. It was stated that a tubing clamp was not available to perform the high pressure test at time of call. It was stated that the insulin has been exposed to high temperatures. Advised the caller to call back to run the high pressure test when he receives the clamp. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.